Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had buttons less responsive and screen was darker, back light dimmer. The customer¿s blood glucose was in the range 275 mg/dl to 300 mg/dl. The device will not be returned for analysis.